Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) after several followup with user and user revert with confirm closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient was shown as discharged in device despite the patient was still admitted to the hospital. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.